Event description:
Pt was brought in for a diagnostic procedure. Dr. Found 3 lesions in coronary artery and started intervention. Balloon placed in artery and multiple inflations were made. Then placed in distal lesion - which was calcified, inflated and removed. Three more balloons were then placed in the area of rca where the stent was placed. The last balloon was inflated at the lesion. When balloon was deflated and the dr. Was in the process of removing, the shaft of the balloon broke off into the coronary artery and a large part hanging free in the ascending aorta. Surgeon and 2 other ic physicians were brought in for consultation and decision made to take pt to surgery for an emergency bypass. Pt was stable throughout this process. Dates of use: 2009. Diagnosis or reason for use: therapeutic procedure.